Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported, the touchscreen on the vela ventilator was not responding and could not select the ¿patient select.¿ the customer was unable to calibrate the device to correct the issue. The customer reported no patient involvement or allegation of patient harm.